Manufacturer narrative:
A sample has been requested for evaluation.

Event description:
"The transfer set was leaking despite a closed twistable lock." The set was in use for about 5 months. There was no pt injury or medical intervention associated with this incident according to baxter.